Event description:
During a lar procedure, the staples were fired with open staple legs. The surgeon picked out all the staples and hand sutured anastomosis with silk suture. The or time was extended by 30 minutes. There was no pt consequence.